Event description:
The event is reported as: stapler jammed during use. No injuries reported.

Manufacturer narrative:
Product was received by manufacturer, but investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.